Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the needle broke off at the tip. The broken part was left inside the patient. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-13995n with batch 15079541 noted that the distal end of the knee scorpion needle is broken (see evaluation pictures 1 + 2). No broken pieces were returned for investigation. A functional test was not performed due to the damage to the device. The most likely cause of this condition was striking bone or using excessive force to pass the needle through fibrous/calcific tissue. The dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.